Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high (alp2) alkaline phosphatase acc. To ifcc gen.2 results for four patient samples on three different cobas 6000 c (501) modules. One of the samples also had a questionable high (ldh) lactate dehydrogenase acc. To ifcc ver.2 result. Refer to the medwatchs with (B)(6) for all analyzers. Of the data provided. Only the following results were discrepant for this analyzer. The initial alp2 result from cobas cobas c was 236 u/l and the repeat results were 69 and 70 u/l. The initial ldh result was 385 and the repeat results were 288 and 312. No unit of measure was provided. No information was provided to determine if the erroneous results for patient 3 were reported outside of the laboratory. There was no allegation of an adverse event. The alp2 reagent lot number was 255510. The ldh reagent lot number was requested but was not provided. The expiration dates were requested but were not provided.

Manufacturer narrative:
No reagent or instrument problem could be found. The investigation was unable to find a definitive root cause.